Event description:
It was reported the customer went to the emergency room with an elevated blood glucose level over 500 mg/dl, cause was unknown. The customer declined follow-up from tandem technical support regarding the issue. Therefore, no additional information was obtained.